Event description:
It was reported that during the surgery, the anchor hole was punched with a gold awl and upon trying to insert the anchor (after about 1-2 taps) the distal tip of the anchor pretty much got sliced in half. Anchor tip had to be pulled out again. All the pieces were removed from the patient. A backup device was used to complete the surgery.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. No further investigation is required.